Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm or no delivery alarm was noted. The motor passed the motor test. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error and no delivery shortly after. The blood glucose reading was 122 mg/dl. No significant events leading to the alarms were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.